Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid. Visual inspection found optic/haptic torn. Dimensional inspection found the lens to be within specifications. Addiitonal information: b5- the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -11.50/2.5/087 (sphere/cylinder/axis) into the patient's left eye (os). The patient experienced low vaut with rotation. Reportedly " lens is too small and has rotated, planned exchange with 13.2mm lens length." The lens was explanted. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -11.50/2.5/087 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The surgeon reports the lens is too small and has rotated. Lens remains implanted.